Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturers' representative reported that the lead did not go into the end of the implantable neurostimulator (ins) during the procedure. The loosened/ tightened the screw over 10 times and checked impedances multiple times to no avail. There were no circumstances that contributed to the issue. Three different impedances were greater than 4000 and the blue tip of the lead was clearly not able to go back into the ins. The issue was not resolved. The device was never implanted and replaced. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.